Manufacturer narrative:
The ge representative conducted an onsite investigation. The video connection was placed on a different connector on the dicom box. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.